Event description:
It was reported that during a coronary drug eluting stenting procedure, the balloon stuck to the stent. The physician placed three taxus stents in the left anterior descending artery (lad) after predilating with a maverick2 2.5 mm x 20 mm balloon. The vessel was 100% blocked and pt was suffering an acute myocardial infarction . The majority of the vessel was diffusely diseased. The physician placed the first taxus express2 8.8% 2.5 mm x 24 mm stent in the distal lad. The delivery balloon was inflated and deflated properly, however the balloon stuck to the stent wall. The physician performed a series of inflations to free the balloon. The physician had to deep seat the guide and pull on the balloon catheter to release the balloon. The bsc sales rep who was present during the case, advised the physician on how to dial down with the inflation device and wait after the balloon had deflated before withdrawing the stent balloon. The physician placed another taxus express2 8.8% 2.5 mm x 24 mm stent in the mid lad, overlapping the distal lad stent. The stent was deployed successfully and the balloon again stuck to the wall of the stent after it had been deflated. The physician had dialed down and waited for about 30 seconds before attempting to withdraw the balloon. The balloon was removed by deep seating the guide catheter and pulling back on the balloon catheter. The final taxus express2 8.8% 3.0 mm x 20 mm stent was successfully deployed in the proximal lad, overlapping the mid lad stent. After the stent deployed, the physician dialed down and waited for about 30 seconds. Again, the balloon stuck to the stent. The physician was able to remove this balloon by deep seating the guide catheter and again pulling back on the balloon catheter. There were no pt complications during this procedure.